Manufacturer narrative:
Additional information: b3. Correction b5: it was reported that over-infusions were observed during use of three (3) unspecified spectrum infusion pumps. The infusions were emptying sooner than expected (approximately 1-3 hours). The issues occurred while the patients were receiving total parenteral nutrition (tpn) via a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction g3: date received by MFR should be 12/09/2025 and not 12/08/2025 as initially reported. Correction h6.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown. Therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused total parenteral nutrition (tpn) during use in pharmacy. The bags emptied sooner than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.